Manufacturer narrative:
This complaint is associated to the MFR number 1000165971-2021-00371. There was a typo in the MFR number of a previous MDR (associated to another complaint), resulting in the submission of two initial mdrs with the same MFR number. As a consequence, the initial MDR of the subject complaint was considered as a duplicate report. Please refer to the attached analysis report.

Event description:
Reportedly, intermittent ventricular near field and far field oversensing leading to inappropriate charge of the capacitors was observed four times on (B)(6) 2020. This behavior was not seen or reproduced again. The patient did not recall being exposed to external interferences at the time of the noise. No x-ray were performed at this stage.

Event description:
Reportedly, two remote monitoring reports dated 1969 and 1970 were transmitted to the center for an atp therapy delivery on (B)(6) 2021. The patient attended an MRI scan on (B)(6) 2021. However, no anomaly was observed during device interrogations performed prior and after the MRI scan. Another remote monitoring report dated 1970 was already transmitted on (B)(6) 2019.